Event description:
The event involved a plum 360¿ infuser where the customer reported that the pump's battery is swollen or stuck in the battery well, physical damage. There was no patient involvement. No reported patient harm.

Manufacturer narrative:
The device has been received for evaluation, however, investigation has not yet been completed.

Manufacturer narrative:
The complaint investigation stated that the battery was swollen and there was a damaged power supply identified. The customer's complaint was verified. Device arrived with a damaged non-ICU battery. Replaced battery and power supply. Pressed change battery soft key. Device powered up with display and passed self-test with no alarms or errors. Probable cause damaged non-ICU battery. As a side note, the main chassis had minor damage. The device event log/alarm history was reviewed and no relative events were identified. Corrected information can be found in a6 - race, d4 - expiration date null, d7a - single use. Device, e3 - initial reporter occupation, e4 - initial report sent to FDA , g2 - report source.